Event description:
Md reported while ventilating an anesthetized pt, the needle to increase the mask pressure was needed. He attempted to blow up mask with syringe and the connector fell off. They had to quickly open another mask to continue to ventilate the pt. He felt like this was a safety concern and the syringe inflation connector should not come off. In exploring the mask product, some do and some do not come off. FDA safety report ID # (B)(4).